Manufacturer narrative:
Batch review performed on 11 may 2026: lot: 1903248: (B)(4) items manufactured and released on 03-jul-2019. Expiration date: 2024-jul-15. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height and resurfaced the patella bone which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had pain due to hyper extension and the cause is unknown. At about 6 years and 6 months post primary the surgeon revised the patient`s natural patella and revised the flex s3l - 10mm insert to a flex 3l - 14mm insert. The surgery was completed successfully.